Event description:
It was reported that while the patient was in the cardiac cath. Lab at charlton, the md used a sheath to insert iab. The pt was transferred to the hosp. For CABG. After procedure, the or staff noticed blood leaking out of 6" stopcock. The blood was leaking from the point where the stopcock connects to "metal fitting on the iab." The staff tried to tighten the stopcock; however, the plastic connector broke. The length of time prior to event was 4 to 8 hrs. Refer to MDR # 1219856-2007-00057 for additional info concerning this event.

Manufacturer narrative:
Device will not be returned for eval. A DHR re-review could not be performed as the lot# and serial # were not reported. A follow-up report will be filed if more info becomes available.